Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted (B)(6) 2014; 6947-65 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged. High lv thresholds were observed, and no capture could be obtained during testing. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.